Event description:
The male patient had suture anchors placed thirteen years ago. An x-ray has revealed these are cook t-anchors. The patient is severely allergic to silicone, and he has been experiencing problems for several years; therefore, has inquired if the device contains silicone. The gias-100 does contain a silicone adhesive to secure the suture to the spring - like anchor. The patient has indicated they will have the suture anchors removed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Unknown as no lot # was provided. Event evaluation: a review of drawings, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned for the investigation. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU. The IFU gives precautions, instructions for placement and use of the device. In a note in the IFU, the following statement is made: "the sutures may be left in place for up to two weeks while tract formation occurs, or cut earlier when deemed appropriate by the physician. Cutting the sutures releases the anchors into the stomach, allowing their passage via the gastrointestinal system." The root cause of the incident is that the suture anchor was not passed by the gastrointestinal system as expected. This then led to the adverse event of alleged allergic reaction to silicone and surgical removal of the device as claimed by the patient in his statement. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
The male patient had suture anchors placed thirteen years ago. An x-ray has revealed these are cook t-anchors. The patient is severely allergic to silicone and he has been experiencing problems for several years; therefore, has inquired if the device contains silicone. The gias does contain a silicone adhesive to secure the suture to the spring - like anchor. The patient has indicated they will have the suture anchors removed.